Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be seen on the floor after the pt completed treatment. Estimated blood loss was 2cc. Add'l attempts to the customer have been made with no add'l info provided. File will be processed with the info rec'd to date.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of this investigation.